Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during set up/inspection for use (during set up in room / before patient in room), the subject generator gave an error e433. There was no harm or injury reported.